Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported getting error message when using his tablet with vanta app. Technical services(ts) recommend opening patient data services app first to see if that resolves the issue. Rep said this is with is new tablet, ct900s vanta 2.0.2465 old tablet 2.0.2465 com manager 1.0.1239. Troubleshooting was not required. 0x4ea9bc8e was the error message. Additional information from the rep indicated that in order to resolve the issue they were instructed to open patient data services application, which resolved the issue. They stated that they are still periodically receiving the message. The rep is not submitting logs.